Manufacturer narrative:
(B)(4). No conclusion code available. A partial lead with the distal tip measuring 50.0cm was returned for analysis. External insulation abrasion was noted at 7.0-7.2cm from the distal tip, consistent with lead friction to another device or patient anatomy. The etfe coating was intact at this location. Externalized conductors due to internal insulation abrasion were noted at 12.5-15.0cm from the distal tip. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.